Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion. A 1.25mm rotapro was selected for use for a percutaneous coronary intervention (pci) procedure in the right coronary artery (rca). The device target speed was 160,000rpm. During procedure, a pecking motion was used for advancement and rotapro was advanced into the lesion. The burr became stuck in the rca. A guidezilla guide extension catheter and balloon were used to dislodge. Then, the burr was removed successfully from the rca. As a result, the procedure was cancelled. There were no patient complications and the patient was stable post procedure.